Manufacturer narrative:
The MDR associated with this supplemental report should be considered cancelled. The results were undetermined as opposed to incorrect. This is not a reportable event. The following fields were updated with corrections: e.1. Device brand name: (B)(6).

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2 9 tests with jagged or unusual curves were observed by the laboratory personnel which can lead to erroneous results. There was no indication that results were reported out and there was no report of patient impact. Eua #:(B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2 9 tests with jagged or unusual curves were observed by the laboratory personnel which can lead to erroneous results. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).